Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and then assisted troubleshooting the alarm. The tsr then assisted the hp to disconnect, retrieve the cassette, and advised the hp to inform the peritoneal dialysis nurse of the alarm. The hp would start over with new supplies. During a follow up with the hp regarding the alarm, the hp stated that he did not know the cause of the alarm. The hp confirmed that he had notified the nurse, and that he did not have any injury or harm as a result of this incident. Per hp, he did not notice any loose connections, disconnections or defects on the supplies. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
Md attempted to electively remove left lower extremity PICC without success. Ultrasound revealing "clot" throughout saphenous vein (per md). The line was initially pulled out an additional 4-5cm without difficulty and then resistence was encountered. Warm soak applied for one hour. On the second attempt, the line was removed with some resistance. The entire length of the catheter measured approximately 31cm (original length 30cm) upon removal. Unable to discern markings on last 10cm of catheter. "Cord" palpated in mid thigh area. Md informed. X-ray ordered and revealed approximately 4-5 cm of catheter intact in leg vessel.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).